Event description:
As reported: surgeon stated manta deployed correctly however there was no blood flow to the distal leg. Surgeon performed "cutdown" procedure to restore adequate perfusion and explanted the manta device. After multiple good faith attempts, the account would not release any additional information or respond to the requested questions.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was deployed for closure. Following deployment, no flow was reported in the distal leg, and the physician choose to do a surgical cut down. After three unsuccessful attempts at acquiring additional information for this investigation, the root cause of the restricted flow requiring surgical intervention remains undeterminable due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no information regarding manta positioning during surgical cut down. The IFU indicates the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.